Event description:
A malfunction on the pump was reported by the caller, specifically noting that the t:slim x2 pump battery would not charge and displayed a malfunction code. The caller reset the pump themselves before contacting technical support, and there was no reported adverse impact on the customer¿s blood glucose level. Technical support assisted with additional resetting information and confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support again if any issues reappeared, which the caller understood.